Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The pump passed all tests during the investigation and was found to be working properly. The reported issue was not duplicated. Based on the investigation, the complaint allegation was not confirmed. A DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device

Event description:
Information was received indicating that this smiths medical cadd ms3 pumps volume was out of range. No patient involvement reported.